Event description:
Dealer states, the chair stops and it would say left brake fault. Dealer states, the customer had fallen out of the chair once because of this. He states, the chair had an error message, but was not certain about the specific error message at the time. She hasn't been to the doctor yet but she thinks she may have cracked her rib. No doctor has been seen yet. She tried to go forward and it first went slow then the chair surged forward and threw her out of the chair. He states it happened saturday morning.